Event description:
On (B)(6) 2012, patient requested assistance reviewing the basal rates on the infusion device. He has experienced hypoglycemia (32-40 mg/dl) for the past month, and he has been able to self-treat with orange juice. His blood glucose decreased to 26 mg/dl on (B)(6) 2012, and he required outside assistance. His wife gave him orange juice and glucose tablets to treat hypoglycemia. His normal blood glucose is 100-125 mg/dl. No product issues were revealed during troubleshooting. He reported his diet has changed. He spoke with his doctor and was advised to decrease the basal rates to 24.6 units per day. Three additional attempts were made to follow-up with the patient, and these were not successful. No product will be returned for evaluation.